Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the needle fell off. The device was used in patient, but there was no patient involvement. There was no patient injury.

Manufacturer narrative:
(B)(4).